Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the left anterior descending artery. The 3.00x28mm promus element plus stent delivery system never went into the patient's body. When the stylet was removed, "the stent came off the balloon or it begin to unravel on the balloon". The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).